Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms and high threshold measurements. The physician suspected the cause of the low impedance to be an abrasion. A revision procedure was performed where fluoroscopy imagining was performed without any significant findings. The lead was tested on a pacing system analyzer (psa) and showed low impedance at 220 ohms. Subsequently the physician opted to surgically abandon the rv lead and explant the pacemaker.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the header. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.